Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a visual inspection of the pump showed that there was a crack in the case near the upper right corner of the display. The pump failed a leak test due to this. The pump cover was opened and no moisture ingress was observed. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the contrast keypad button was unresponsive. Evidence of contamination was found under all the key contacts.